Event description:
End user states that when transferring from chair to bed the seat broke in half, and end user fell into frame with no injuries. End user states he weighs (B)(6) and not at max weight. Dealer stated that seat warranty has expired. End user purchased replacement seat (B)(6) 2014. Original seat cracked through in rear and was taking on water. Per (B)(4) ok to replace under warranty one time courtesy through dealer. Advised end user to contact dealer to get part for him.